Event description:
On (B)(6) 2013 during review of the patient's programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2007 that changed the patient's settings to output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec. The patient was reprogrammed afterwards but the off time was re-programmed to another non-efficacious setting.

Manufacturer narrative:
Analysis of programming history.